Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device was not returned for investigation. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. With the provided information, it is inferred that the guide wire tip was broken because of removal with force against the trap of tip by the pre-implanted stent. Warning section of IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the final medwatch, a user facility medwatch was received stating: event desc: during procedure, piece of confianza pro 300cm fractured and remained in the stent already placed on previous admission. After several inflations with the balloon, upon pulling wire out noticed wire was fractured and found that there was a piece left, was able to retrieve the rest of the wire. The 0.014 confianza wire was pulled from a viance micro catheter which is inside a trailblazer catheter. Radiologist reviewed images and notes there was no retained device in patient. What was the original intended procedure? Lle angio, placement of thrombolysis cath, thrombolysis pta of l sfa. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The customer reported the device will not be released. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery (sfa). Two unknown stents were previously implanted in the sfa which were totally occluded. As a confianza guide wire was being advanced through the stents, there was resistance and the tip of the guide wire separated. The guide wire was removed; however, a small piece of the tip remained caught in the stent struts. The procedure was stopped and was put on thrombolytic medication. The patient is stable and will undergo angiography on (B)(6) 2015 and to determine how the separated tip will be removed. There was no clinically significant delay in the procedure. No additional information was provided.